Event description:
A customer contacted stryker to report that their device had powered off multiple times during cardiac arrest. As a result, defibrillation therapy would not be available. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off multiple times during cardiac arrest. As a result, defibrillation therapy would not be available. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker technician evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. The reported issue was verified. A conclusive cause of the reported issue could not be verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.